Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia for which this device appropriately delivered anti-tachycardia pacing (atp) and an electric shock. It was noted that after therapy delivery, the patient was induced into an atrial arrhythmia. Boston scientific technical services (ts) was consulted and offered reprogramming recommendations since this patient was in a slow ventricular tachycardia (vt) event in the monitor only zone for an hour. No further details have been provided at this time. At this time, this device system remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia for which this device appropriately delivered anti-tachycardia pacing (atp) and an electric shock. It was noted that after therapy delivery, the patient was induced into an atrial arrhythmia. Boston scientific technical services (ts) was consulted and offered reprogramming recommendations since this patient was in a slow ventricular tachycardia (vt) event in the monitor only zone for an hour. No further details have been provided at this time. Additional information was received that the atrial fibrillation (af) episode lasted for three hours after the electric shock. The patient was already under medication for this type of arrhythmias. It is planned for this patient to continue with regular in office evaluations and discuss a vt ablation in the future. At this time, this device system remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia for which this device appropriately delivered anti-tachycardia pacing (atp) and an electric shock. It was noted that after therapy delivery, the patient was induced into an atrial arrhythmia. Boston scientific technical services (ts) was consulted and offered reprogramming recommendations since this patient was in a slow ventricular tachycardia (vt) event in the monitor only zone for an hour. No further details have been provided at this time. Additional information was received that the atrial fibrillation (af) episode lasted for three hours after the electric shock. The patient was already under medication for this type of arrhythmias. It is planned for this patient to continue with regular in office evaluations and discuss a vt ablation in the future. Additional information was received that this device was explanted due to therapy upgrade.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia for which this device appropriately delivered anti-tachycardia pacing (atp) and an electric shock. It was noted that after therapy delivery, the patient was induced into an atrial arrhythmia. Boston scientific technical services (ts) was consulted and offered reprogramming recommendations since this patient was in a slow ventricular tachycardia (vt) event in the monitor only zone for an hour. No further details have been provided at this time. Additional information was received that the atrial fibrillation (af) episode lasted for three hours after the electric shock. The patient was already under medication for this type of arrhythmias. It is planned for this patient to continue with regular in office evaluations and discuss a vt ablation in the future. Additional information was received that this device was explanted due to therapy upgrade. This device has been received for analysis.